Manufacturer narrative:
Patient was treated for stricture; cryoballoon ablation system was not used during this procedure, therefore, there is no device available for evaluation. Stricture (narrowing of the esophagus) is a known potential adverse event in endoscopic ablation therapy and may occur regardless of whether or not there is a device malfunction. Patient symptoms resolved after standard therapeutic intervention (tts balloon dilation).

Event description:
C2 therapeutics became aware of an adverse event on (B)(6) 2018. Subject was initially treated with the cryoballoon system on (B)(6) 2018. No issues with the device were reported during this treatment. Subject complained of difficulty swallowing food/pills on (B)(6) 2018 and subsequently underwent esophagogastroduodenoscopy (egd) on (B)(6) 2018 where a stricture was observed at 38cm. The stricture was successfully dilated from 7mm to 10mm with a cre balloon dilator.